Event description:
It was reported by the customer that during testing at the user facility that the device was overheating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.